Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force no adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor was experiencing adjust belt messages.